Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard two "solid" alert tones coming from the implantable cardioverter defibrillator (ICD). Remote monitoring transmission indicated that no alert criteria had been met. It was suspected that the patient had a magnet exposure. Theicd remains in use. No patient complications have been reported as a result of this event.